Event description:
It was reported that a user experienced repeated unsuccessful scans while attempting to connect a freestyle libre 3 plus sensor to the ilet system, requiring guidance to close the app and toggle bluetooth before the sensor successfully activated and entered warmup. No adverse clinical symptoms reported. Outcomes included temporary interruption of continuous glucose monitoring until sensor activation, with no health impact. User support included remote troubleshooting and user education on app closure, bluetooth toggling, and sensor activation steps. Investigation of this case revealed a connectivity and pairing issue between the sensor and the ilet mobile application that resolved with standard troubleshooting, indicating no ongoing device malfunction once the connection was reestablished. It was concluded, based on previously established findings for similar reports, that user interface or connection setup contributed to the event and that the device performed as expected after proper pairing.

Manufacturer narrative:
Initial.